Event description:
Customer reported emergency room visit due to high blood glucose. The reading at the time of the event 496 mg/dl. Customer treated for diabetic ketoacidosis. Customer experienced dehydration, dry mouth, nausea, and dizzyness. Customer's blood glucose dropped to 76 mg/dl. When she arrived at hospital, customer had previously treated with manual injection. Customer stated that reservoir had leaked into insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.